Event description:
It was reported to covidien that customer had an issue with palindrome 19/36 kit w/ slot. The customer states the catheter fell out of the pt after several months of use. The cuff did not adhere to the pt's internal tissue. There was no injury reported to the pt. No add'l info is available.

Manufacturer narrative:
Submit date: 08/15/2013. An investigation is currently underway. Upon completion, the investigation results will be forwarded.